Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the mobile power unit (mpu) was installed and stated that it passed the self test but once the patient was connected to the unit the yellow wrench appeared. There were no issues on battery power or the patient's old power module. They requested to replace the mpu.